Manufacturer narrative:
No report of patient involvement. Unique identifier: (B)(4). A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The bag/vent switch was cleaned, and the unit was returned to service.

Event description:
The hospital reported a malfunction causing a leak in excess of 4.5 lpm. There was no report of patient involvement.